Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered an incorrect pairing code for a dexcom g7 continuous glucose monitor (cgm) sensor and was guided by an agent to edit the pairing code, after which the issue resolved without further assistance. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical intervention. User support included troubleshooting and user education. Investigation of this case revealed user error related to sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.